Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v012411, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s old implantable pulse generator (ipg) became end of life (eol) approximately two months prior to (B)(6) 2016 and the rep was unable to obtain any programs from the old ipg to enter into the new ipg. Up until that point the device remained in good service and provided good stimulation coverage. It was noted that there was no issue with the lead. The surgeon replaced the ipg, lead electrodes appeared intact, and impedance was fine. Post-operative, while the patient was in the post-anesthesia care unit (pacu), impedance was greater than 10,000 ohms at 0.7 volts and greater than 20,000 ohms at 1.5 volts on electrodes 0-7. However, the patient felt stimulation and sufficient coverage in the post-operative programming session. There were no environmental/external/patient factors that may have led to the event. It was unknown if the issue had resolved as of (B)(6) 2016. The rep was to follow-up with the patient at a post-operative appointment for more inclusive programming as the patient¿s pain pattern was complex. The patient was alive with no injury as of (B)(6) 2016. No surgical intervention occurred and it was unknown if surgical intervention was planned. Additional information was received from the rep. It was reported that there had been no way to run an impedance check on the old ipg since it was at eol. Pre-operatively, the patient stated that prior to the ipg reaching eol he received normal stimulation and had no complaints. The patient stated that he had no accidents or injury in the interim since the ipg reached eol that would suggest compromised lead integrity. It was noted that there were no reports regarding any past history of high impedance. The rep had the patient change positions in the bed while in the pacu and he could not elicit any surge or break in stimulation that may have been secondary to lead fracture/break that would explain the high impedance. The rep noted that it was clear that despite having high impedance values, the patient was still receiving appropriate stimulation. The rep had been in contact with the patient since the ipg replacement and the patient had been using the device without complaint. The patient had a post-operative appointment on (B)(6) 2016 at 10:30 am. At that time the rep was to re-interrogate the device and run impedance checks.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v01241, implanted: (B)(6) 2007, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient had the 0 electrode with out of range impedances and it read >10,000 with 0.7 reference. The factors that led or contributed to the issue remains unknown however the patient stated that they live an active lifestyle. Troubleshooting that was performed includes an impedance check and reprogramming. The issue did not resolve at the time of the report and no surgical intervention occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.